Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis. No further details provided.

Event description:
A medtronic representative submitted a report that a vertek arm was loose and would not fully lock into place. This was discovered outside of any procedure and without a patient present. No further details were provided.